Event description:
The customer reported the insulin pump vibrating and being about to deliver 29.5 units. The incident happened 2-3 weeks prior to the call with the helpline. The customer was not sure if any buttons were pressed prior to the event because they were asleep. The customer declined troubleshooting, and was advised to monitor the insulin pump and call the helpline back if the issue recurred. The customer's blood glucose value was unknown. No further information was available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.